Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. The rep reported that, according to the clinician programmer data, the ins had been turned off since the patient's last appointment on (B)(6) 2017. It was noted the battery was low at that appointment, but the ins had been charged on a regular basis since that day. The ins had been depleting and the device was charged for about 1.5 hours at a time. It was also noted the tremor control was the same as before (B)(6) 2017. Three days prior to this report, the programmer showed the ins was off and the ins was full when the patient went to charge. Therapy was turned back on at that time. Later that day, the patient experienced a sudden change in therapy: feeling dizzy, nauseous and wasn't feeling well. The patient woke up the next morning, after sleeping on their back, with their "left [side] feeling very weak", had difficulty opening/closing hand, and had difficulty straightening their arm. The patient's hands were clenched inward and was slow to extend fingers. Lifting left arm up was weaker than pushing down against resistance, but there was difference in pushing down compared to the right side. It was noted the patient was referred to discuss their symptoms with their managing health care provider (hcp). There were no trauma/falls or emi related to the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the left side stimulation was turned down using the patient programmer. It was reduced from 4.4v to 3v, the other parameters were at 90us 180hz but unchanged. The reduction in intensity caused the patient hand to free up. It seemed that on (B)(6) 2017, the medical doctor (md) unintentionally turned the therapy off based on usage data. The patient didn't notice any significant difference in tremor control when the stimulation was off. However, the patient was still changing in that time period. It was noted the patient has ms so the patient can't walk and they didn't notice the reduced recharging interval. This past weekend, the patient's husband noticed the ins was off when they started the charging session. The patient's husband was able to turn the stimulation back on with the patient programmer. The sudden increase from no stimulation to 4.4v without titration caused pulling of their hand and arm. The patient was doing well now with the stimulation on at the lower amplitude. Additional information was received from the rep. The patient weight was asked but not given. The cause was unknown, but it was hypothesized that the physician turning off the ins by accident during a visit on 2017-09-07 may have been the reason. The actions taken to resolve the patient's symptoms were noted as the patient's husband using the patient programmer to turn the right vim settings from their current setting of 4.4 volts. As they turned down the voltage, their left hand freed up and they were able to move fluidly and get their strength back. The patient was left at 2.8 volts on their right vim setting. They had satisfactory tremor control on their left hand with no side effects. The patient was very happy. No further complications were anticipated as a result of this event.